Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty connector on the sys board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to adjust pacer rate. Complainant indicated that there was no pt involvement in the reported malfunction.